Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported by boston scientific that a resolution 360 clip was used in the colon during a colonoscopy procedure on (B)(6) 2025. During the procedure, the clip approximated tissue and deployed but remained connected to the catheter. The spring in the handle broke, and the catheter remained connected to the clip and tissue. The physician manually grabbed and pushed the catheter forward to separate it from the deployed clip. The procedure was completed with another of the same device. There were no further patient complications reported as a result of this event.